Event description:
It was reported that a peritoneal dialysis (pd) patient contact cancelled the treatment to take the patient to the emergency room (ER). In additional follow-up, the patient¿s pd nurse stated the patient had been having pd catheter (not a (B)(6) product) malfunction and underwent surgical pd catheter revision on (B)(6) 2025. Additionally, the nurse confirmed the patient was subsequently experiencing drain complications and pain at the pd catheter on (B)(6) 2025. As a result, the patient went to the emergency room but was not admitted. The nurse stated the patient also did not require medical intervention and was discharged home <24 hours. The nurse attributed the pain to the patient¿s catheter surgery a few days earlier (not related to cycler). Furthermore, the patient was seen in the outpatient pd clinic on (B)(6) 2025 for continued pd catheter malfunction whereby the patient received activase to the catheter which was unsuccessful. As a result, the patient was referred to the hospital for further evaluation of the pd catheter. The nurse indicated that the reported drain complications and pain during pd treatment is due to the surgical revision of the pd catheter. There were no reported adverse events that were caused by the (B)(6) cycler. Based on the available information, there is no allegation or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).